Manufacturer narrative:
Block e1: initial reporter state: (B)(6) block h6: device code 2969 captures the reportable event of device contaminated during manufacture or shipping. Block h10: an advanix rx biliary stent was returned in its unopened pouch and a visual evaluation noted that a hair was inside the sealed pouch. No other issues with the device were noted. The reported event was confirmed. During visual and media assessment, it was observed hair inside the sealed pouch, resulting in the report complaint issue of packaging foreign matter. Therefore, 'manufacturing deficiency' is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6), 2020. According to the complainant, during unpacking, it was noticed that a hairlike foreign matter was present inside the sterile bag. Another advanix-naviflex biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be good. A photo of the complaint device was provided and showed that a hairlike foreign matter was present inside the sterile bag.

Manufacturer narrative:
Initial reporter state: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2020. According to the complainant, during unpacking, it was noticed that a hairlike foreign matter was present inside the sterile bag. Another advanix-naviflex biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be good. A photo of the complaint device was provided and showed that a hairlike foreign matter was present inside the sterile bag.